Manufacturer narrative:
Concomitant medical product: 507645 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant, the right ventricular (rv) lead exhibited low r-waves. It was noted that the physician had experienced placement difficulty during implant due to the patient's anatomy. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.